Manufacturer narrative:
The main component of the device system; other relevant components include: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl [2400 mcg/ml] at a dose of 600.7 mcg/day and dilaudid [12.0 mg/ml] at a dose of 3.004 mg/day via an implantable pump for non-malignant pain and other chronic/intractable pain (truck/limbs). It was reported on 2016-dec-12 that 2-3 months after (B)(6) 2011 the patient also had a spinal leak that was resolved by a healthcare professional (hcp) going in to do three stitches in the patient¿s spinal cord.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.